Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. All of a sudden it seemed to be slowing down. They were just sitting on the sofa and all of a sudden it just seemed to stop. They got up and all of a sudden it was working again. Patient services reviewed brief adaptive stimulation. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient stated that their lead broke away from their implantable neurostimulator (ins). The cause of the lead breaking away from the connection was not known. The patient stated that it suddenly stopping was due to the cord breaking off the machine. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. When asked to clarify it suddenly stopping the patient stated that the cord broke away from the connection. There were no patient symptoms reported and no complications reported.